Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil located at at 9.4cm to 9.5cm from the connector pin. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise. The patient was told to report to the emergency room where she was monitored overnight. Device interrogation revealed that non-reproducible noise resulted over-sensing and caused pacing inhibition. The patient was scheduled for device upgrade, and the lead was explanted and replaced. The patient was in stable condition.